Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The technician found a crack by the handle of top case, cracked on right plunger case and battery door. The pump event history found a motor rate error during occlusion test and replicated the reported event. The technician found a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear and pump is over 10 years old. The technician replaced the motor assembly, worm gear, leadscrew and clutch halves for preventive. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.